Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. It was reported therapy was no longer effective for the patient¿s urinary incontinence so the healthcare professional (hcp) and patient decided to have the device explanted. The caller noted for the first 18 months to 2 years, they thought the device was helping, but then it started gradually no longer helping. The caller stated the ins was removed, but they kept the lead in place. The caller stated the patient was on a drug regimen of nabertrick and gelnig, but her symptoms were not controlled. There were no further complications that have been reported as a result of this event.